Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 5 mmol/l and the patient was not feeling ok. At first patient did not take his insulin shots because he felt that there was no need because he was feeling ok. Until he vomited and experienced nausea at home. There was no bg reading taken. The spouse drove him to the hospital because he could still walk during that time. When they arrived at the hospital, they took a bg reading which was 28 mmol/l and the cgm reading was still 5 mmol/l. They performed blood works because he was still vomiting and had dehydration. The patient was treated with IV insulin and ondansetron (anti nausea medication). While being admitted he was advised to take 1 unit insulin per meal and take his regular medications. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 around 6pm, with a bg reading of 11 mmol/l. At the time of the report the patient was feeling ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient arrived at the hospital, the reported glucose values fall within the d zone of the parkes error grid. When the patient was discharged on (B)(6) 2025, there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.